Manufacturer narrative:
This is a final report. The affected part was not returned for evaluation but the responsible leica field service engineer confirmed that the device works according to its specification. Visual inspection has been performed by the responsible leica field service engineer and the specification developer based on pictures. In addition, the user manual of the m844 c40 surgical microscope, the drawing, relevant processes and its specification of the affected part (video control unit (vcu) holder) have been reviewed by the specification developer. According to the investigation results it was found that the user injury was caused by an user/human error due to careless behavior. In addition, it was found that the laceration on his head was caused by the vcu holder which consists of a thin metal pate that is sharp-edged as per its design. Therefore an elastic band will be added to this part as an edge protection. Consequently the design change and its appropriate processes have been implemented to prevent such incidents from recurrence. Additionally the warnings of the user manual will be updated accordingly. Based on a review of the complaint statistic the probability of occurrence is remote.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
Leica microsystems ((B)(4)) ag received a complaint on june 6, 2016 from (B)(6) stating that a doctor "has banged his head" on the controller box shelf on an m844 c40 surgical microscope. He needed medical intervention because the injury was a deep laceration which needed stitching and gluing. The incident happened between two surgeries on the morning of the (B)(6). The surgeon had treatment and came back to continue performing surgeries. He was able to complete the scheduled list for that day.

Manufacturer narrative:
The previously reported manufacturing site information was incorrect and therefore the correct data of the manufacturing site's address, fax number and email address are being submitted as described.